Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Physician prepped device per IFU guideline and used the device per IFU guidelines. Everything went well during the actual dispersion of the lytic however when an attempt was made to aspirate after dispersion they were not able to aspirate much of anything. Physician flushed many times with heparinized saline to flush the lumen, which was able to be successfully flushed, however when the physician tried to aspirate they were not able to get any quantifiable blood/saline/clot back through the aspiration port. The physician removed the clot by removing the trellis unit completely, inserting a larger sheath (10fr) and aspirating directly from the longer, larger sheath.